Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9733467, software version: 2.3.0 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no hardware was replaced. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. A0709 - not tracking a0902 - brown and gray screen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the screen was going brown and gray and would not track. This resulted in a delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H2, h3, h6: software logs and archives were analyzed. It was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Code d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.